Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2011, the patient presented due to stable angina (ccs class 1) and was referred for cardiac catheterization. The 1st target lesion was located in the proximal left anterior descending artery (prox lad) with 95% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x12mm taxus element stent, with 0% residual stenosis. The 2nd target lesion was located in the mid left anterior descending artery (mid lad) with 50% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x16mm taxus element stent, with 0% residual stenosis. The 3rd target lesion was located in the proximal left circumflex (prox lcx) with 50% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x16mm taxus element stent, with 0% residual stenosis. The 4th target lesion was located in the 2nd obtuse marginal branch (om2) with 85% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x12mm taxus element stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented due to acute coronary syndrome and was hospitalized on the same day. Cardiac catheterization was recommended. The 95% focal in-stent restenosis of the previously placed stent in the mid lad was treated with placement of a drug eluting stent with 0% residual stenosis. The patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(4). Date of birth: 1948. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).